Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary- visual inspection: the unk - screws: nail distal locking (p/n: unk, lot number: unk) was received at us cq. Upon visual inspection at cq, it was observed the threaded end of the screw was broken and broken fragment was not returned. Rest of the screw shows normal wear consistent with the device use which would not contribute to the complaint condition. No other issues were observed with the complaint device. Device failure/defect identified? Yes. Document/specification review: the exact manufactured date of the device was not identified, also the part number could not be definitively determined. However, based on the light green color coding, head shapes, flutes, and mating nail 04.037.265s, the screws are likely from the 04.005.5xx family. Thus, the drawing for this family was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause for the reported condition could be due to unintended force applied to the complaint device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - screws: nail distal locking /unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, tfna fenestrated helical blade, ti cannulated tfna nail, and an unknown screw were received broken. There was no procedure and patient involvements are reported. This complaint involves three(3) devices. This report is for (1) unk - screws: nail distal locking. This report is 3 of 3 for (B)(4).